Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive when trying to interact with the abc keypad to enter tx ID number. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolved.